Event description:
It was reported that the patient presented in clinic for follow up for defibrillation threshold (dft) testing. Fluoroscopy was performed and it was noted that the left ventricular(lv) lead was dislodged. The lead was explanted and replaced. The patient was stable before, during and after the procedure.

Manufacturer narrative:
A complete lead was returned in two pieces with connector portion measuring 12.5cm and a severely stretched distal portion measuring 87.3cm. The damage was found sustained during surgical procedure. The lead was otherwise normal.